Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that the bd vacutainer® push button blood collection set with pre-attached holder had pinched and melted tubing. No serious injury or medical intervention was reported.

Manufacturer narrative:
Additional information: pr report: (B)(4), catalog number: 368656. Batch number: 6138656. Month manufactured: may 2016. Device history record review: a review of the device history record was completed for this batch. Product was manufactured at the bd (B)(4) site in may 2016. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. No qns or ncmrs were raised for this issue.

Event description:
It was reported that the bd vacutainer® push button blood collection set with pre-attached holder had pinched and melted tubing. No serious injury or medical intervention was reported.